Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (image issue) is likely due to dp board malfunction. The dp board processes scope communication and images, malfunction of which interfered with stable processing of images, flickering resulted. Accidental malfunction of parts on the dp board is likely to be the cause as the phenomenon occurred within a year of the subject device installation. In addition, the phenomenon (b30 error code) was attributed to the scope, not the subject device as it occurred with a specific scope and fluids found inside the scope. Dp board processes stop communication and images, malfunction of which interfered a stable processing of images.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The user reported the device referenced in this report displayed b30 scope communication error with no image on monitor. Field service engineer (fse) troubleshooting was completed. Fse recommended that device be sent in to olympus for thorough evaluation. Per fse evaluation the evis exera iii video system center is working, the bf-q180 scope had water damaged and caused the b30 error. 3 gif-q180 scopes and 1 bf-q180 might have been purchased from 3rd party as the do not appear to be in olympus database. The customer called to inform technical support that the service request is completed and can be closed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use the evis exera iii video system center displayed b30 scope communication error with no image on monitor. There was no patient/user injury or harm reported to olympus.